Event description:
It was reported that a ax55b was used during a low anterior resection procedure. It was reported by the affiliate that the instrument did not perform the anastomosis. Only two staples were found. The pt required medication. 06/02/1998-rec'd add'l info from affiliate. Unfortunately only 2 staples were found, there was no evidence of other staples in the cavity. It was necessary to do add'l antibiotic therapy.